Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the colovesical fistula was not caused/related to the patient's device or therapy. No further complications reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1exbp, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a possible infection. The physician noted that there were signs of an infection inferior to the implant site and also near the midline lead insertion site. There were no other signs of infection in terms of fever but the patient stated that they had skin irritation which began about 2 weeks prior. The patient had been seen by the physician multiple times since implant of the device in (B)(6) 2017 with no other adverse events noted. There were no environmental/external/patient factors reported that may have led to the issue. As part of the diagnosis, a visual examination of the patient¿s skin showed irritation and redness. Follow up information received on (B)(6) 2018 reported that the device was surgically removed and sent to pathology. Further follow up information received on (B)(6) 2018 reported that the ¿patient turned out to have a fistula. So my guess is she had bacteremia and seeded the device¿. It was noted that it was a colovesical fistula. There were no further complications reported or anticipated.